Manufacturer narrative:
Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient stated they were lying in bed when she started to feel dizzy. She asked her child to bring her to the emergency room (ER). When they arrived at the hospital the patient's bg was checked and it was 469 mg/dl and the cgm was 268 m/gdl. The patient stated they were provided an insulin drip. The patient was observed for 4 hours in the ER and then was released. At the time of the report, the patient was doing okay and stated they are still wearing the sensor and the cgm was reading 97 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.